Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit had cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the buttons were flattened. Customer did not feel the keys she was only use the insulin pump by the feel. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.